Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during positioning of the right atrial lead, the helix could not be extended or retracted. The lead was removed and blood was found in the insulation. Another lead was used and the procedure was completed with no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.